Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 she had to remove her sensor after smelling burning plastic. Patient reports that both her transmitter and transmitter contacts were hot to the touch. Patient claims that her skin is red at the insertion site. Dexcom has issued an rga for patient to return her device to be investigated.